Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Related to MFR report 2183959-2011-00030. A clinical propel study (B)(4) subject (B)(6) was implanted with apogee on (B)(6) 2007. At the 6-month monitoring visit, the subject noted pelvic and vesical pain/discomfort. No further info available at this time.